Event description:
It was observed during device evaluation a pinhole in the channel tube, and foreign objects in both air / water cylinder and tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most likely cause of the pine is due to stress. Additionally, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Therefore, a definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.